Event description:
Nfb received a report that alleges a 425 bi-level unit "burned" inside and that the adaptor plug end connected to the unit melted.

Manufacturer narrative:
It was reported that a humidifier was used and that the unit was plugged into a power strip. Failure investigation shows that a liquid, water, was spilled onto the unit causing a short circuit.